Event description:
This is filed to report thrombus. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. After inserting the steerable guide catheter (sgc) and dilator into the right atrium, the dilator crossed the septum into the left atrium over the transseptal wire. The dilator was pulled back into the sgc and then on the echocardiogram a clot was noted on the transseptal wire in the left atrium. The sgc was then advanced across the septum, the sgc was aspirated and the guidewire was withdrawn, along with the clot in the sgc. The transseptal wire (along with clot on it) and the dilator were then pulled out of the sgc during continued aspiration. Another syringe full of blood was aspirated from the sgc, once the wire/dilator were removed. The clot was visualized in the blood and removed from the patient. Sgc was then flushed with saline and the procedure continued with clip delivery system (cds) insertion/ clip implantation. There were no further clots seen during the procedure and at this time, there are no reported issues relating to this clot with the patient. There were no malfunctions with the mitraclip devices. Clip was implanted. Mr pre / post was 4 to 1. No significant delay in care of the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.